Event description:
Medtronic received information that approximately twenty one months following the implant of this bioprosthetic valve the patient presented with shortness of breath and tiredness. Echocardiogram findings revealed aortic regurgitation. Subsequently, two years following implant, the valve was explanted with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the stent posts were slightly bent. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A large tear, through the free margin and lunula of the right cusp, appeared to be due to contact with the bias cloth along the left right stent post. An abrasion, in the lunula of the left cusp, appeared to be due to contact with the bias cloth along the non-coronary left stent post. A prolapse was noted in the left cusp. All commissures were intact. Remnants of pannus extended 1 to 3 mm on the inflow of all leaflets, showing evidence of a reduced inflow orifice area. Pannus remained attached to the outflow edge of the sewing ring, to the outflow rail of the left cusp, and back of the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition.